Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue. The display has faded to the extent that some parts of the screen are unreadable. The issue began approximately 6 months prior to the complaint and has gradually worsened over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: evaluation confirmed the display screen has a pinkish contrast when powering to the verify screen. Removed the pump cover and inserted a new test screen. The test screen boots to the verify screen with normal contrast and no discoloration. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.